Event description:
It was reported that a syringe 0.3ml 31ga 8mm tw 10bag 500 ca was unable to aspirate. The product was damaged, but still operable. The following information was provided by the initial reporter: "consumer reported finding one insulin syringe from ploy bag that would not draw the insulin. Stated she believes the plunger rod would not work. Stated she then used a second syringe and found the needle hub to be bent. Both syringes are from the same poly bag. Stated she discarded the first syringe but has the second syringe to send back. Stated this happened today."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/15/2020. H.6. Investigation: customer returned (1) 3/10cc, 8mm, 31g syringe in an open poly bag from lot # 9308359. Customer states that the syringe would not draw insulin, the plunger rod would not work, and the hub and needle were bent. The returned syringe was examined and exhibited a slightly separated hub on the barrel. No bent cannula was observed. The sample was also tested and the sample was able to draw and expel properly. A review of the device history record was completed for batch# 9308359. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200856560] noted that did not pertain to the complaint. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (separated hub). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (bent cannula, plunger rod not able to operate, not drawing) process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1122103 was initiated.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 0.3ml 31ga 8mm tw 10bag 500 ca was unable to aspirate. The product was damaged, but still operable. The following information was provided by the initial reporter: "consumer reported finding one insulin syringe from ploy bag that would not draw the insulin. Stated she believes the plunger rod would not work. Stated she then used a second syringe and found the needle hub to be bent. Both syringes are from the same poly bag. Stated she discarded the first syringe but has the second syringe to send back. Stated this happened today."